Event description:
The customer reported that the blood oxygen parameters can't alarm normally. The device was not in use on a patient at the time of event, there was no patient involvement.

Manufacturer narrative:
Multiple good faith efforts were made to obtain additional information; however, they were unsuccessful. H3 other text : no response from customer.

Manufacturer narrative:
Reporting institution phone #: (B)(6). Reporter phone #: (B)(6). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the blood oxygen parameters can't alarm normally. The device was not in use on a patient at the time of event, there was no patient involvement.